Manufacturer narrative:
This device is used for treatment not diagnosis. No information, asked not provided.

Event description:
It was reported that during surgery, the surgeon fixed the 52mm cup with a 6.5mm bone screw without any incident and followed each step of the surgical technique. The surgeon prepared to implant another 6.5mm bone screw in the bone, but when inserting the screw, it broke into two parts and half of the screw remained in the patient without being able to be extracted. The surgeon finished the fixation of the cup with another screw. The surgery was finished without further complication and without any adverse event to the patient.

Manufacturer narrative:
Pending evaluation.

Event description:
When inserting the screw, it broke into two parts and half of the screw remained in the patient without being extracted.